Event description:
It was reported via journal article: title: use of antibiotic-impregnated polymethylmethacrylate (pmma) plates for prevention of periprosthetic infection in breast reconstruction this study demonstrates the use of antibiotic-impregnated polymethylmethacrylate plates for infection prophylaxis in tissue expander-based breast reconstruction. Since may 2017, 447 patients who underwent immediate breast reconstruction with prepectoral tissue expanders over the span of 5 years were included in the study. 100 patients were analyzed, 50 patients who received the polymethylmethacrylate plate (intervention group) and 50 patients from the nonintervention group. The patients¿ median age in the intervention group was 50 years, and the median bmi was 26.37 kg/m2. The patients¿ median age in the nonintervention group was 45.50 years, and the median bmi was 25.42 kg/m2. After completion of the mastectomy, all patients underwent tissue expander-based breast reconstruction. A competitor acellular dermal matrix (manufacturer: mtf biologics) was secured to the tabs of the expander with a non-ethicon 4-0 chromic suture (manufacturer: unknown). The tissue expander was secured with 2-0 pds suture (ethicon). 2 drains are placed into the pocket and tunneled through lateral stab incisions and secured in place using a non-ethicon 3-0 nylon (manufacturer: unknown). The incision was closed in layers with 3-0 vicryl (ethicon) deep dermals and a 3-0 stratafix (ethicon) subcuticular. Prineo wound dressing (ethicon) was applied over the incision. The patient group from january of 2021 to the present followed the same surgical protocol plus the additional intraoperative modification of placement of a non-ethicon antibiotic-impregnated polymethylmethacrylate plate (manufacturer: unknown). Antibiotic plates included 1 g of tobramycin (manufacturer: stryker) an additional 1.2 g of tobramycin (manufacturer: x-gen pharmaceuticals) and 3 g of vancomycin (manufacturer: pfizer). Antibiotic plates were removed at the time of tissue expander to implant exchange. Reported complications wound dehiscence (n=7), nipple necrosis (n=4), mastectomy skin necrosis (n=10), infection (n=10), and hematoma (n=1). In conclusion, local antibiotic delivery using antibiotic-impregnated polymethylmethacrylate plates can be safely and effectively used for infection prevention with tissue expander-based breast reconstruction.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any of the ethicon products involved (pds ii, vicryl and stratafix suture and dermabond prineo) caused and/or contributed to the post-operative complications: wound dehiscence, nipple necrosis, mastectomy skin necrosis, infection, hematoma, described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (pds ii, vicryl and stratafix suture and dermabond prineo) used in this procedure? If so, please provide details. Which specific ethicon products (pds ii, vicryl and stratafix suture and dermabond prineo) have been used during the procedures (product code, lot number)? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Note: events reported via: mw# 2210968-2024-01807, mw# 2210968-2024-01808, mw# 2210968-2024-01809, mw# 2210968-2024-01810. Citation: plast reconstr surg glob open 2023; 11:e4764; doi: 10.1097/gox.0000000000004764 journal article attached. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.